Manufacturer narrative:
The mfg record for this product lot was reviewed and everything was found to be in order. Although there was no clinical evidence of infection, there was evidence of contamination ((B)(6)). This may have contributed to a weakening of the device which failed when the pt had a prolonged coughing spell.

Event description:
The male pt underwent revision surgery for a ventral hernia on (B)(6) 2011, following removal of prolene sutures and vicryl mesh. The device was implanted and secure with interrupted o prolene sutures. A blake drain was placed. Culture of the abdominal wound showed no evidence of fungal elements, no growth after 4 weeks. A gram stain showed numerous white blood cells and a few gram positive (B)(6) seen in pairs. No anaerobes were isolated. Pt did well post-operatively until approx day 8 ((B)(6) 2011). The pt had an approx 20 minute coughing fit followed by fluid leakage from the drain and incision. A CT scan showed bowel above the level of the device, therefore, surgical intervention was required. The device was totally disrupted down the midline. All sutures were intact. The device was explanted and replaced with synthetic mesh.